Manufacturer narrative:
Customer reports invalid results not false positive results. Manfucature retracts this report.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the binaxnow covid-19 ag card. The customer reported their site is getting negative results with binaxnow and then receiving positive pcr results. Additional information was requested but has not been received.